Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 157, 201 and 248 mg/dl. The results of 201 and 248 mg/dl are non-fasting. The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 217 mg/dl and 235 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/29/2017 and open vial date is 03/12/2017. Customer stated that he has not had any changes to his diet or exercise routine. The meter memory was reviewed for previous test result history: the 157mg/dl (B)(6) 2017 08:14 am fasting: yes, the 157mg/dl (B)(6) 2017 08:14 pm fasting: no, the 201mg/dl (B)(6) 2017 01:14: pm fasting: no, the 248mg/dl (B)(6) 2017 08:45 pm fasting: no, the121mg/dl (B)(6) 2017 08:00 am fasting: yes. Memory concerns: customer is concerned with the results of 157, 157, 201 and 248 mg/dl from the meters memory. Results of 217 mg/dl and 235 mg/dl and the customer states these are fasting results as he ate more than 3 hours ago.